Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to ablation, the priming button on the generator was not displayed after needle was being connected. The power cable was reconnected and main power was on and off several times but the problem was not solved. The procedure was cancelled. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation but no rfapac was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. The visual inspection found no defects. The reported condition was confirmed. The investigation found when the power was turned on, the priming button did not display. No information regarding the rfapac was provided. The investigation isolated the failure to the pump cable, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The pump cable was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.